Manufacturer narrative:
Patient, device and initial implantation details unavailable at the time of this report, additional information had been requested but not been made available as of the date of this report, october 11, 2016. This report is submitted by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced breakdown of the skin flap resulting in extrusion of the receiver-stimulator. There are no plans to explant and re-implant the patient with a new device.